Event description:
It was reported that during a coronary stent procedure, the stent dislodged while being retracted back into the guide catheter. Some resistance was encountered at the guide catheter. The stent was retrieved and brought back as far as the sheath, however, it was lost in the profunda artery. The stent was retrieved the next day from the profunda artery. Patient status is listed as "okay".